Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f704 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f704 identified an increase in complaints associated with the centrifuge bowl leak/break complaint category. An investigation has been initiated in response to the increase of centrifuge bowl leak/break complaints observed with kit lot f704. Trends were reviewed for complaint categories, centrifuge bowl leak/break, occlusion system alarm. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4)

Event description:
The customer called to report a centrifuge bowl leak/ break that occurred during a patient treatment. At the 6th cycle of the procedure is when the incident was said to have occurred. The customer stated an occlusion system alarm sounded but it was able to be reset and procedure could continue. Then, a second occlusion system alarm sounded and the customer noticed a blood leak in the centrifuge chamber. The procedure was immediately ended with no blood or products returned back to the patient. The patient was in stable condition and not affected by the incident. The customer provided photographs to be returned for investigation.

Manufacturer narrative:
The customer photographs were returned and investigated for analysis. The photographs provided confirm the centrifuge bowl leak/ break reported. However, the origin of the leak cannot be determined based on the provided photographs. A material trace on the bowls used to build lot f704 found no related non-conformances. The device history record review did not identify in any related non-conformances, and this kit lot had passed lot release testing. A definitive root cause for the reported centrifuge bowl leak could not be determined based on the complaint description and customer provided photographs. No further action is required at this time. Investigation complete. Investigation complete. (B)(4).